Event description:
The catheter was placed for biliary drainage on 1/13/1998. The physician indicated resistance was felt when attempting to lock the simp-loc. Two days after placement, the physician decided to remove the catheter in the pt's room. The physician indicated he unlocked the catheter and pulled it out; however, the suture string got caught on something. The physician gave a tug and the string snapped. The pt developed excruciating pain. It is believed the suture string probably trapped a piece of bowel through the loop. The string was going to be removed endoscopically when the pt became stabilized. A review of films revealed the catheter did not appear to be locked upon initial placement.